Manufacturer narrative:
(B)(4). There is no indication of any problems with calibration or control results mentioned in the complaint text or in the customer provided field data that includes printouts of calibration data and control (B)(4) data. The issue is isolated to one patient's samples. The complaint states troubleshooting revealed many errors for the sample and r1 pipettor: 3050, 3100, and 3350. However, details related to the errors were not provided, and system logs were not available to investigate the issue and/or errors. The customer was advised to replace the probe and calibrate the pipettor. The age of the probe was not known. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Labeling in the architect system operations manual and anti-hcv package insert provides information to address the customer's issue. Based on the available information, a system or assay deficiency was not identified. The samples from the particular patient in question are consistently non-reactive with the abbott anti-hcv assay. A product malfunction was not identified. Method: analysis of complaint tracking and trending data to date; review of customer provided field data.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient generated false non-reactive results on two different samples for the architect anti-hcv assay. S/co results were: 0.08, 0.06, and 0.09. The same samples generated reactive results with a non-abbott elisa methodology. No suspect results were reported from the lab. There is no impact to patient management reported.